Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that while priming fluids in rtu for a patient, they noticed the tubing getting wet. There was a hole in IV tubing.

Manufacturer narrative:
One sample model 10942011, lot 24095290 was returned for investigation. The set was examined for defects and abnormalities. The packaging for the tubing was cut. No other defects or abnormalities were observed. The set was primed with water and a leak was coming from the tubing about 59 inches from the male luer. Visual inspection under a microscope showed a cut in the tubing. The customer complaint was verified. However, based on the packaging also being cut, the possible cause is when opening the box with a knife or scissors, the user inadvertently cut the tubing. Manufacturing process/packaging do not use any sharp tools to prevent any potential damage to the finished goods. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.